Manufacturer narrative:
Event date: this event occurred from july 05, 2022 to july 29, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that forty-four (44) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had black particulate matter; further described as "mostly the location is the administration port¿. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 26, 2021 - october 27, 2021. H10: forty-four (44) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with fill port caps removed which observed a white polymeric particle loosely on the interior wall of the fill port of the 2 samples. The reported condition was verified in the 2 samples only. The cause of the condition could not be determined. The reported condition was not verified in the remaining 42 samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.